Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information found the patient had their ipg explanted and replaced to addressed the issue.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.